Event description:
The customer reported that the system exceeded allowable specs regarding irradiated field size. No pt or user injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was re-calibrated according to spec. The system was tested and found to be working as intended and returned to service.